Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony (zxr00) intraocular lens (iol) was explanted from the patient's left (os) eye and replaced with a non-johnson and johnson lens due to dysphotopsia. The surgeon made a 2.75 mm incision and there was no suture used. There was no complication reported. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 10/23/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The complaint issue reported was not verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.